Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had received an inappropriate shock due to t-wave oversensing while in bed. The patient developed shock-induced ventricular fibrillation (vf) and passed out while in the bathroom. The patient's current potassium level was 8 meq/l. The patient was last seen in-clinic on (B)(6) 2015. At that time, the device's sensing vector had been reprogrammed to alternate. Based on the most recent s-ECG, ts recommended that the sense vector should be changed to primary. Ts commented that the cause of the inappropriate shock was most likely the result of morphology changes due to high potassium. Dialysis treatment may resolve this issue by restoring electrolyte balance. Ts recommended re-optimizing sensing after dialysis and discuss with the physician why the device had been reprogrammed to alternate.

Manufacturer narrative:
No additional information was available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.